Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device case was opened and internal visual inspection noted no irregularities. An external power source was connected to the device and internal measurements noted a high current drain. Further detailed testing isolated the problem to a degraded tantalum capacitor that prematurely depleted the battery.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri). There were concerns that this device had depleted prematurely. Boston scientific technical services (ts) reviewed data from the device and agreed that the device is malfunctioning and recommended explant. No adverse patient effects were reported. Additional information was received that indicates that this product was explanted. No further complications were reported.